Event description:
Abbott laboratories 5000 infusion pump does not shut off when glucose bags run empty while pumping IV's. Personally observed the line fill with air when the pump kept pumping from an empty glucose bag. They used manual shutoffs in the line. The nurse/aide was notified of the problem.